Event description:
It was reported that the baby has been cooling for 4-5 hours. The flow rate was 0.4lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 40 percentage in an arctic sun device. Asked nurse to disconnect and reconnect pads using proper technique. Nurse checked for any kinks or compressions of the pad tubing. Nurse was unable to get the flow rate to increase despite troubleshooting tips. Suggested replacing the pad. The packaging has already been discarded. Asked to leave the pad behind the nursing station should they want to return it to quality. Called day charge, to confirm replacing pad increased the flow rate. They think so. Asked to call back if they have any trouble throughout the day. Per follow up information received via task on 10jun2025, spoke with nurse who confirmed a pad swap and no further issues after exchanging. An intern had grabbed the pad and taken it to be saved. They were not sure where but would let the charge nurse know a collection kit was on the way.

Manufacturer narrative:
The reported event was confirmed: cause unknown because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby has been cooling for 4-5 hours. The flow rate was 0.4lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 40 percentage in an arctic sun device. Asked nurse to disconnect and reconnect pads using proper technique. Nurse checked for any kinks or compressions of the pad tubing. Nurse was unable to get the flow rate to increase despite troubleshooting tips. Suggested replacing the pad. The packaging has already been discarded. Asked to leave the pad behind the nursing station should they want to return it to quality. Called day charge, to confirm replacing pad increased the flow rate. They think so. Asked to call back if they have any trouble throughout the day.